Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #15 had lack of primary stability and the implant was removed. The doctor stated that the patient suffered from broken bone in the palatal wall as of the event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) 3i t3 non-platform switched tapered implant 4 x 10mm (bost410) was returned for investigation. Visual evaluation of the as returned product identified signs of use with debris on external threads. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. The implant could not be functionally tested for the reported event (bone fracture). A pre-existing condition were not noted on the per form. Bone density was unknown. The reported device was located on tooth location # 15 (fdi) and was implanted and explanted on the same day. DHR review was completed for the subject lot number 2022021152. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 2022021152 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : bone fracture therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.